Event description:
According to the reporter: trocar tip broke during removal. No part of the trocar fell into the patient. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).